Event description:
Info rec'd indicates the siderail will not latch in the up position.

Manufacturer narrative:
The tech found the latch spring was dirty and the siderail dampener worn. The tech cleaned the latch spring and replaced the dampener to repair the bed.